Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a fault on the acs pca within the affected usm. This issue can be resolve by replacing the affected usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolved the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported issue was replicated. Fa verified the errors in the system logs and performed a visual inspection for any physical damage. Fa installed the usm on a known good internal robot cart and programmed to customer latest software. Fa powered the system on in normal mode in which the system powered on with an error 23907 malfunction. They power cycled a few times and the error came up after every power cycle. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system froze on the surgeon and was telling the staff to reboot the system. The technical support engineer (tse) reviewed the logs and confirmed the issue. The caller stated they had tried to reboot the system, but the issue returned. While troubleshooting, the staff mentioned there was no blue led by the fiber cable going to the console. The staff power cycled the system a second time and this time the system came up with no issues. The tse explained the issue could return. The surgeon decided to use their other system and the call ended. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the issue was identified during the procedure. The system arms had just been docked. The surgeon tried to use an arm to grab tissue and the whole system froze, with the tissue in the instrument. Ports were placed prior to the issue being identified. The procedure was completed with a backup da vinci x system. They brought in their da vinci x patient side cart (psc) to complete the case because the surgeon did not feel comfortable proceeding, knowing that it could error again. The patient tolerated the change well and there was no injury to the patient.